Event description:
The customer stated that on (B)(6) 2018 they performed maintenance which included replacing all electrodes on the cobas 6000 c (501) module. After this, they started having issues off and on with approximately 27 patient samples tested with ise indirect na for gen.2. The samples were repeated and all repeated with values within 5 mmol/l except for one patient sample. This sample had an erroneous na value that was reported outside of the laboratory. The sample initially resulted with an na value of 151 mmol/l accompanied by a data flag. The sample was repeated on another analyzer, resulting as 145 mmol/l. The repeat result was believed to be correct. The patient was not adversely affected. The na electrode lot number and expiration date were asked for, but not provided. The field service engineer could not determine a cause. He replaced and inspected tubing, the syringe assembly, and electrodes. The customer ran comparison studies with their other analyzer and the results matched. Calibration and controls were performed; these results were acceptable. Ise checks were performed. The issue was resolved after the service actions. Calibration data from (B)(6) 2018 was acceptable. Upon review of the alarm trace, no alarms related to the event were observed. The investigation could not identify a product problem. The cause of the event could not be determined.